Manufacturer narrative:
The customer declined to provide patient information.

Event description:
The customer reported the ventilator alarmed with a backup alarm failed error. The customer reported the device was in use, but there was no patient harm reported